Event description:
In this event it is reported that reciproc blue files, 6x, sterile file broke during use. The broken part remains in the in the root canal. Further treatment is pending. Further information requested.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Summary: two reciproc blue files r25 8/100 25mm were returned (one file in loose + one unused file). File in loose is actually broken at the tip of the active part (fatigue). No material defect was found during analysis of the rupture pattern. Nothing unusual to report was found during dhrs review (batches #1802037 and #1803248). Unused file was evaluated and was found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend. For information, we remind the practitioner has to make sure that a straight-line access is created prior using the reciproc blue files (as mentioned in the dfu).